Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly; normal device function.

Event description:
Additional information: the patient's pump refill procedure was scheduled for (B)(6) 2011, but the patient did not come to the appoint ment. The patient visited the hcp on (B)(6) 2011 and the pump was refilled. At the refill, the nurse aspirated 1 ml; the expected volume was 2.2 mls. The patient was given anti-nausea medication and clonidine. The "issue resolved shortly after refill"; it was noted the withdrawal symptoms resolved within 24 hours. As of the date of the report, the patient was "doing fine now". The patient's pump had "shifted"; the hcp planned to fill the pump "early", then the patient would have a pump revision surgery.

Event description:
Additional information: the indium dye study confirmed that there was a problem with the "flow"; and the dye test also revealed the pump was not "pumping at all"; "looked to be an occlusion of some sort". Pump logs did not reveal a problem with the pump. The pump and "most" of the catheter was to be replaced / revised on (B)(6) 2012. It was later reported that the intervention took place on the set date.

Event description:
Additional information: it was reported that the patient still had concerns regarding device or therapy, and was working with the hcp. It was indicated that patient had the third relocation surgery on 2012-(B)(6). It was further reported that the "alarm date for running out of med was wrong".

Event description:
Additional information: the patient had their pump re-attached on (B)(6) 2012 due to it being loose in the pocket. The patient experienced both withdrawal and overdose on (B)(6) 2012 and was admitted to an emergency room. The pump was noted as not delivering medication; and then ended up delivering a large bolus which caused overdose symptoms. A physician was only able to draw back 10 ml of medication instead of an expected 12.6 ml; and since then the pump "hasn't worked." The patient was sent home with oral medications to manage her symptoms. An indium dye study was started on (B)(6) 2012; and it was indicated that no drug had left the pump since. The patient planned to return to the hcp on (B)(6) 2012 to see if any changes occurred regarding the study. It was noted that the patient had physician determined it was best to have the pump explanted, which was to occur "sometime next week." It was later reported that the indium dye study confirmed that there was a problem with the "flow;" and the dye test also revealed the pump was not "pumping at all." Pump logs did not reveal a problem with the pump. The pump and "most" of the catheter was to be replaced / revised on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
Additional information indicated that the patient was 'incredibly upset' with her customer service and the patient stated that she had begun to have a 'catastrophic pump failure' beginning in (B)(6) 2011. It was noted that at that time the patient suffered from withdrawal symptoms for several days. The patient stated that in (B)(6) 2011 'the pump appeared to have failed for good.' No additional information was available at the time of this submission. A follow-up report will be sent if further information becomes available.

Event description:
It was reported that the patient's husband noticed a change in the patient's breathing (B)(6) 2012 when they were overdosed. The patient was unresponsive and was given two doses of narcan.

Manufacturer narrative:
(B)(4) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: MFR report 3004209178-2011-08234 follow-up #1 did not report -date received by manufacturer, it was 2011-(B)(6).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had stopped breathing when she went through the baclofen withdrawal.

Event description:
A return of patient symptoms was reported. Patient was hospitalized 2.5 wks ago and had a MRI. The pump was interrogated later and it was functioning fine. However, since then, the patient had return of symptoms, especially increased baseline spasticity. Patient was scheduled for the next refill in (B)(6) 2011. It was stated that the pump was "loose in the pocket for the 4th time and needed to be reattached." No diagnostic tests were done.

Event description:
This information was previously reported in manufacturer's report # 3004209178-2012-00621: a flipped pump was reported. A catheter revision was performed due to the flipped pump. Additional information has been requested; a follow-up report will be sent when it becomes available. Further information will be reported in this report. It was later reported that the patient experienced withdrawal multiple times during normal refill cycles. A volume discrepancy was noted in which the actual residual reservoir volume of the pump was greater than the expected residual volume. It was noted that there was a 1 ml discrepancy during her november refill. The patient's pump was moved within the abdomen on (B)(6) 2012 due to extensive scarring. "A couple months prior" to (B)(6) 2012, the patient had experienced feeling very sleepy which was attributed to overdose. The patient's pump was refilled on (B)(6) 2012. The patient returned to the hcp on (B)(6) 2012 for her post operation check; and "no issues" were reported in regards to the pump having been moved. It was further noted however that the patient presented signs of underdose and "feeling sleepy" on (B)(6) 2012. The patient was admitted to an emergency room. The pump logs did not indicate any pump problem and were considered to be normal. There were no pump alarms. Programming was determined as being correct in regards to drug, concentration, and dose. A dye study was performed, however no problem was found. Per the reported a "similar episode" had occurred in (B)(6) of 2011. In regards to the pump's current status as of (B)(6) 2012, the following medication were administered: morphine (25 mg/ml, 4.9 mg/day), and baclofen (250 mcg/ml, 49 mcg/day). During the week of (B)(6) 2012, the patient experienced withdrawal and was admitted to a hospital. The pump logs were read and no discrepancies were found. The pump was refilled on (B)(6) 2012; and 9 ml were aspirated while the expected residual volume was 11 ml. An x-ray of the catheter revealed no problems. The patient was indicated as being extremely allergic to contrast dye, and therefore would not undergo a catheter dye study. A physician decided to replace the patient's entire device system "next week", which included the pump and catheter. It was later reported on 2012-(B)(6) that the patient was to undergo an indium study "next week"; following the results a decision for device explant/replacement was to be made by the hcp. It was noted that patient experienced a questionable overdose and then a questionable underdose not related to programming and it was unclear if they were due to drug effects. Patient was hospitalized for two days and the outcome was noted as recovered without sequel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the drugs delivered via the pump were baclofen and morphine. As of (B)(6) 2011, patient had increased pain secondary to disease (not pump or drug); outcome was stated as "no change". On (B)(6) 2011, it was reported that the patient experienced the following withdrawal symptoms "last week": shaking, nausea, vomiting, sleepiness, irritability, suicidal thoughts, and weight loss. The patient's pump was due for a refill on (B)(6), but it was actually refilled on (B)(6). In regards to the refill, a nurse had pulled out "not even one ml of medication"; and 2.5 ml was expected. The patient indicated she "feels better now"; and that "she is a hard refill". The patient's physician was planning to reposition her pump next month. The patient was noted as not having any more suicidal thoughts.

Manufacturer narrative:
(B)(4).